Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and found that the system was having blue screen error. During further troubleshooting, the fse reseated the hard drive, loaded the backup, and the system configuration was carried out. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system was shutting off. No harm has been reported. Upon evaluation it was determined that there was a blue screen error. The hard drive was reseated, the backup was loaded and the system was configured to return the device back to functionality. Philips has started an investigation of the complaint.